Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation, it was found that the sd ram (synchronous dynamic random access memory) chips (components u100 and u101) were corrupt and needed replaced. A defective ram would prevent the flash memory from loading, thus not powering up the monitor. The root cause of the defective ram cannot be positively identified. No adverse event resulted from the corrupt ram. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor would not power up. Patient was provided with a replacement monitor.